Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Dexcom representative advised patient to reset the receiver, close phone apps, then turn off bluetooth. Patient was then told to wait until the receiver pairs with the transmitter and then start the sensor session. Patient later called back reporting that connection was still not restored. No additional patient or event information is available.